Event description:
Lawsuit received stating that "as a result of using the donjoy iceman as instructed, plaintiff developed frostbite on her knee and ultimately, complex regional pain syndrome." Add'l info provided within the lawsuit claims "plaintiff experienced frostbite, complex regional pain syndrome and significant physical and mental conscious pain" and "as a result of her injuries, plaintiff suffered a loss of capacity to work and labor and a loss of earnings". Instructions for use supplied with the prescription only donjoy iceman cold therapy treatment device provide adequate warnings and instructions to watch for any adverse events. Product not returned for eval or review. No add'l info regarding medical condition and/or treatment requirements of pt received at this time.